Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 550 mg/dl at the time of incident. The customer was treated with pen. Based on customer¿s report customer does not allege insulin pump was under delivering. Customer has been being using insulin pump system within 48 hours of reported high blood glucose events. The customer states insulin exited at the quick release. Customer reports bolus history displays all bolus entries based on their recollection. The insulin pump, sensor and the reservoir will not be returned for analysis.